Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of the programmer screen is broken. The touch screen and bezel assy was broken. It was also determined at analysis that the cord bay left latch had broken off, there was no paper in the drawer. The lower left bullet was missing and the left sliding rail was broken. The cable of the stylus was pinched the stylus was not working. The cooling fan was noisy, no power cable was returned with the programmer. The programmer passed functional and systems tests, the programmer was scrapped on customers approval . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer screen was broken. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.